Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with all buttons responding properly. However, insulin pump moisture damage was found at keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, belt clip slot, cracked lcd display window and minor scratches on display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and a button was not working. Her blood glucose was 340 mg/dl, which she could not deliver a bolus for. It was advised to discontinue use and revert to a back-up plan. Nothing further reported.